Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Imagery was provided by the site and reviewed, and the following was observed; the 3mensio report showed calcification and tortuosity present in patient access vessels. Post-procedural device imagery showed crimped thv inside sheath exposed through liner tear/hdpe and liner strand of expandable portion of shaft. The returned device was visually examined, and the following was observed; the crimped thv inside sheath was exposed through a liner tear and a liner strand was present in distal region of the liner tear. The liner tear and thv is 1.5 inches from distal strain relief. The length of liner tear is 2.25 inches. The liner strand 1.25 inches in length. There is a curvature on sheath. The distal tip was unopened and liner unexpanded 3.5 inches from distal tip. Hdpe is lifted near distal end. The complaint for inability to advance through sheath was confirmed based on evaluation of returned device. Available information suggests patient factors (calcification, tortuosity) likely contributed to the event as it was reported in the event description that 'the surgical team was unable to advance the valve due to' calcified iliac anatomy' and follow-up information stated the perceived root cause as 'calcified vessels and tortuosity'. The patient's access vessels had 'moderate' tortuosity and imaging evaluation confirmed the presence of both factors. Follow-up information stated no steep insertion angle was used and the vessel diameters appear appropriate for use of the 14f esheath+ (minimum luminal diameter should be '5.5mm). Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Similarly, tortuous vessels can create sub-optimal angles that can lead to non-coaxial alignment in the advancement of the delivery system through the sheath. The complaints for sheath liner torn and sheath liner strand were confirmed based on evaluation of returned imager. Available information suggests patient factors (calcification) and/or procedural factors (valve caught on liner, device manipulation) likely contributed to the event as calcification was reported to have been the root cause of the inability to advance and was present in the patient's access vessels. Additionally, it was reported that 'the fcs advised that there was no damage to the sheath prior to the bent tine causing the tear in the sheath and a small portion of the sapien coming through'. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the liner and lead to damage (tear and strand). Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, b5 corrected.

Manufacturer narrative:
This report is related to report ID: 2015691-2024-04866. Investigation is ongoing.

Event description:
As reported by the fcs, during a tavr procedure with a 29mm sapien 3 ultra resilia valve in the aortic position, the surgical team was unable to advance the valve due to the patient has calcified iliac anatomy. The team discovered a bent tine in external iliac. We removed all equipment and upsized to a 16fr esheath. The valve went through without any force, and was deployed. The sheath was pulled back and the perclose deployment was attempted. The angio showed extravastion as well. Upon follow up, the fcs advised that there was no damage to the sheath prior to the bent tine causing the tear in the sheath and a small portion of the sapien coming through. The fcs was unable to confirm if the vessel was perforated or dissected, "they aren't the vessel" and eventually did repair. The injury occurred with the first sheath and was not caused by the perclose device. Per engineering review of the device photos received, a liner strand was observed on the esheath.